Event description:
Culture results were reported to be a staphylococcus species (not specified). Patient outcome is reported to be favorable.

Manufacturer narrative:
Additional information was received on 2/3/97.